Event description:
It was reported, that during a da vinci-assisted surgical procedure. That the prograsp forceps instrument did not register when attached to the system. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint. And completed the device evaluation. Visual and microscopic inspection, found no damage to the identification board. The instrument passed the recognition and engagement tests on multiple attempts on different arms. Additionally, the instrument was found to have a broken main tube at the distal end. Material approximately 0.25 x 0.15 was missing from the main tube. The missing piece was not returned with the instrument. This type of failure is commonly associated with mishandling / misuse.